Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(6)¿ the dentist reported that 5 months and 6 days after the dental implant was installed in intraoral region 8#, its non- osseointegration was observed and occlusal overload has occurred. Moreover, 45n.cm of primary stability was achieved and the patient presented bone type iii.